Event description:
Customer reported a button error on her insulin pump. Customer stated she was doing an infusion set change over the weekend and the buttons got stuck. The numbers were ramping until the device said max fill reached. The insulin pump delivered a lot of insulin, which caused some problems. Customer was not hospitalized. Customer's current blood glucose is 110 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.